Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 07 september 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address increasing pain and a leg length discrepancy. At this time the patient's femoral head and cup and are being reported.

Manufacturer narrative:
(Son of) patient is reporting a revision of corail stem after about 3 months because of "geometric inaccuracy" in surgeon´s procedure. Surgeon did not use x-ray template for pre-operative planning. Update rec'd 07 september 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address increasing pain and a leg length discrepancy. At this time the patient's femoral head and cup and are being reported. The complaint was updated on: 06/10/2015. Conclusion and justification status: no devices associated with this report were received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
(Son of) patient is reporting a revision of corail stem after about 3 months because of "geometric inaccuracy" in surgeon's procedure. Surgeon did not use x-ray template for pre-operative planning.